Event description:
It was reported that the patient had their "complete system removed in (B)(6) 2012 due to pain at the neurostimulator site." The patient stated that there was no fall or trauma and she began feeling pain in (B)(6) 2011.

Event description:
Additional information received reported the cause of the event was pain at the battery site. No abnormal impedances were reported. It was noted "stimulation not working." An x-ray noted as an intervention, but no results were reported. An explant was reported. Hospitalization was required for removal. Patient outcome was "no injury."

Manufacturer narrative:
Product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product type. Recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).